Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported their bladder wasn't working quite right. They stated they had to push the urine out themselves, and if when they did that, it didn't help. The patient reported they did have a catheter in and that helped, but at the time of the report they noticed the therapy stopped working like it used to. The caller reported their symptoms were worse the day of the report, even though the therapy had worked in the past. The caller was going to contact their healthcare provider prior to making any adjustments to the therapy. No further complications were reported or anticipated.